Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia with blood glucose readings exceeding 400 mg/dl after reconnecting to the sensor and ilet following a recent non¿ilet-related hospital visit, with a fingerstick confirmation of 420 mg/dl and subsequent report of 460 mg/dl while the ilet setup had not been completed, resulting in no insulin on board until setup was finalized with agent assistance. Symptoms included hyperglycemia. Outcomes included no reported injury, no emergency treatment, and no hospitalization related to the device. Investigation included customer support review, user education, and device use assessment. Investigation of this case revealed user setup incompletion leading to lack of insulin delivery, consistent with use error; once setup was completed, the user was advised on monitoring and to follow clinical guidance. It was concluded, based on previously established findings for similar reports, that the cause was user error related to incomplete device setup leading to hyperglycemia.